Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 80 mg/dl. No significant events leading to the alarm were observed other than the device having been in the customer's pocket. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.